Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Although the cause of the patient's reported condition has not been determined to date, allergic reaction is listed in the adverse reaction section of the IFU as a possible complication. At this time, based on the information available, no definitive conclusions can be made. If/when the results of the reactivity test are provided, or additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol by the patient: in (B)(6) 2016 the patient was implanted with a bard/davol ventralex hernia patch for the treatment of an incisional hernia. Post operatively the patient reports that she developed a fever, rash around the incision site and joint swelling. She reported to the emergency room and was checked for surgical complications including surgical site infection. There was no apparent infection present at the site. The patient's doctor is considering the possibility of serum sickness from the antibiotic received during surgery or a possible reaction to the mesh implant. The patient's allergist has requested and been provided with a ventralex mesh sample for reactivity testing. No surgical intervention has taken place. The patient reports the fever has mostly resolved, the rash has resolved and the joint swelling has resolved by 50%.

Manufacturer narrative:
This is an addendum to the initial MDR to document the results of the reactivity testing. The patient has reported to davol that the reactivity testing was completed and the test showed that she did not have an adverse reaction to the mesh. The patient reports that her allergist is fairly certain that she had a serum sickness-like reaction to the antibiotic that was administered during surgery. Based on the results of the reactivity testing it can be determined that the mesh performed as intended and the patient's reported symptoms were not due to having an allergic reaction to the mesh. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol by the patient: in (B)(6) 2016 the patient was implanted with a bard/davol ventralex st hernia patch for the treatment of an incisional hernia. Post operatively the patient reports that she developed a fever, rash around the incision site and joint swelling. She reported to the emergency room and was checked for surgical complications including surgical site infection. There was no apparent infection present at the site. The patient's doctor is considering the possibility of serum sickness from the antibiotic received during surgery or a possible reaction to the mesh implant. The patient's allergist has requested and been provided with a ventralex st hernia patch sample for reactivity testing. No surgical intervention has taken place. The patient reports the fever has mostly resolved, the rash has resolved and the joint swelling has resolved by 50%.

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient. The patient initially reported that the device in question was a ventralex hernia patch. However product identifiers have been provided showing the device in question to be a ventralex st hernia patch. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Due to this new information davol has provided the patient's allergist with a ventralex st hernia patch for reactivity testing. The allergist had previously been provided with a ventralex hernia patch. If/when the results of the reactivity test are provided, or additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.